Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint could not be observed. The lens was returned outside the device. Additional observations were as follows: the device was returned in the blister tray. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The lens is advanced outside the device. The lens had solution dried on both surfaces of the lens. One haptic is broken/torn and not returned. We are unable to determine the root cause for the reported complaint "plunger over/under ride, injector stiff". The lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause.. Plunger under ride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to under ride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a faulty intraocular lens (iol) in a preloaded delivery system. Additional information was requested and received reporting the issues reported revolve around the injector. The lens was missed by the plunger, either over or underride and the injector was stiff.